Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Angiogram photographs were submitted and reviewed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr, an 18f manta was deployed for closure. Vasculature was 7.9mm with moderate posterior calcification; manta deployment depth measurement 5 + 1. A post angiogram revealed blocked flow. Multiple balloon inflations were applied with minimal success. The physician opted to re-tamp the manta collagen and heparin was administered; however, the blockage was still present. The vascular surgeon was called to perform a cut-down. It was noted the entire manta device was located inside the artery 1cm proximal/above the arteriotomy. A balloon was passed followed by a successful thrombectomy and the manta device was explanted. The issue was addressed, and the femoral artery was closed. Clots were noted to be blocking the superficial femoral artery and popliteal artery. The femoral artery was reopened, balloon inflations applied clearing the clots. The artery was closed, angiogram verified blockage cleared, and flow returned. The cause of the vessel occlusion is due to the manta implant being deployed into the vessel. It is likely from the anchor getting caught on a dissection and closing off the vessel. Dissections are a common event in large bore procedures, it is inconclusive if the dissection was caused during the procedure or by the manta device. Adverse events associated to large bore complications indicated in the IFU are: local trauma to femoral or iliac artery wall, such as dissection; accidental positioning of some or all of the collagen plug within the femoral artery, leading to ischemia or stenosis; and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
Manta was deployed, angiogram showed blocked flow. Balloon angioplasty attempted with some success but not enough, a bigger balloon was then attempted with same outcome. Re-tamping of manta collagen attempted, and heparin given. Blockage remained. Vascular surgeon was called in and performed a cut down. The entire device was inside the artery located 1cm proximal/above the arteriotomy. Physician then passed a balloon and attempted thrombectomy with success. The artery was closed, and problem fixed at the site, however, clot was discovered to be blocking the superficial femoral artery and popliteal artery. The femoral artery was then reopened at the original site, and balloons were used through the artery opening to clear the clot in the sfa/popliteal. Artery was then closed, and physician took angiogram and closed the skin then took another angiogram and were happy with the result.